Event description:
On 01/08/2024, the returned device was tested by event log review and was found to have abrupt power offs in its' infusion history.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The pump was tested on (B)(6)2024 by event log review and was found to have abrupt power offs in its' infusion history. The decision tree was redone to be completed as MDR reportable due to a change in the issue's reportability.